Event description:
It was reported that there was noise on the lead and that the lead malfunctioned. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was noise on the lead and that the lead malfunctioned. The lead was replaced. No patient complications have been reported as a result of this event. The medwatch report further reports the patient presented with multiple inappropriate shocks due to noise and sensing from a fractured right ventricular defibrillator lead with fluctuating and extemely high lead impedances.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; partial lead in segments returned and analyzed; manufacturer's device and patient codes used; it was reported that there was noise on the lead and that the lead malfunctioned. The lead was replaced. No patient complications have been reported as a result of this event. The medwatch report further reports the patient presented with multiple inappropriate shocks due to noise and sensing from a fractured right ventricular defibrillator lead with fluctuating and extemely high lead impedances. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications no conclusion can be drawn impedance, high interference lead(s), fracture of sensitivity shock, inappropriate noise device failure.